Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates has erroneous identifications of s. Aureus and coagulase negative staphylococcus. No health impact or consequence reported.

Manufacturer narrative:
Additional information was provided by the customer; the reported product is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable. The previous MFR report should be considered cancelled.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates has erroneous identifications of s. Aureus and coagulase negative staphylococcus. No health impact or consequence reported.